Event description:
The complaint states that "alert/notification settings" was reported. Date of event is an approximation. On (B)(6) 2025, it was reported that the pediatric patient experienced a failure to alert after which the patient experienced a hypoglycemic event. The day of the event, at 05:00am, the patient was found in a critical condition by the parent. The patient was sweating, unconscious, and in a hypoglycemic coma according to the parent. When a fingerstick was taken the blood glucose reading was 40 mg/dl. When the parent checked the cgm display, they noted that the sensor had expired completing the full 10 days. No further information was reported by the parent regarding treatment and the current condition of the patient. Attempts to speak with the parent by phone were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.